Event description:
Pt admitted for removal and replacement of silicone gel breast implants secondary to bilateral ruptures confirmed by ultra sound. Pathology report confirms bilateral ruptures. In addition, pt has growth of granulomas into pectoralis muscle along lateral border and superiorly up towards axilla.